Event description:
Customer complaint - limited data available customer stated that the device's cord sparked near the controller. This spark burned the cord and burned a spot in the carpet.

Event description:
Customer complaint - limited data available. Customer complained of device cord sparked next to the control. It burned the cord and made a burned place on the carpet.